Event description:
Lifeshield microbore extension set with clave, removable slide clamp creates a choking hazard for patients. Previously, clamp was not removable." Upon further query the following information was provided: the nurse reported that she heard the pt coughing. Reportedly, the pt had removed the slide clamp from the set and placed it in their mouth. The nurse removed the slide clamp from the pt mouth. The pt did not experience any adverse effect. Though requested, no additional information was provided.